Manufacturer narrative:
(B)(4). The device was in use for more than 30 hours. The reported incident was caused by use that is beyond the usage described in our labeling and / or clear intended use. Instruction for use 1.0 g-149 03, article number 70105.0331 indicates that the utilization period for this device is restricted to six hours. The customer will be advised to follow the instruction provided by the MFR in the IFU. The data is being handled through a designated maquet cardiopulmonary tracking and trending process. (B)(4).

Event description:
(B)(4).